Event description:
On (B)(6) 2013, the following info was reported to foreign material alleged to be v.a.c. Granufoam dressing from the pt's wound while using an activ.a.c. Therapy unit. The pt required surgery to remove the foreign material alleged to be v.a.c. Granufoam dressing. On (B)(6) 2013, the following add'l info was reported to kci: according to medical records, a surgical debridement was performed on (B)(6) 2010. The pt was discharged the same day on antibiotic therapy. V.a.c. Therapy was not continued. The pt was reported as doing well and that her wound completely healed.

Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.